Event description:
It was reported the procedure was being performed on a female pt in the emergency department. The catheter was being placed into the pt's subclavian. The spring wire guide wire was inserted without notable obstructions. When attempting to remove the wire resistance was met. As a result, everything was removed and they found the wire had kinked preventing it from removal. As a result, another kit was used successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). This report was originally reviewed and determined to be non-reportable. However, upon receipt and review of the returned sample on (B)(4) 2013, the wire was found to be unraveled and is therefore reportable. A f/u report will be filed if add'l info becomes available.